Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited lec 1870. No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed. The motor was found to be locking up when primed. The motor was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.